Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 2.35" at the swaged end compared to the nominal pin diameter of 2.35". Measurement results suggest the pin was not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage. The probable root cause is attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly. This pin can become dislodged and sticking out due to improper swaging.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that the prograsp forceps instrument was found to have a screw loose at the tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.